Manufacturer narrative:
(B)(4). Evaluation conclusion: off label - the integrity rx device is designed for use in the coronary vessels for the treatment of heart disease, the integrity device is not designed for use in the peripheral vessels.

Event description:
It was reported that the physician was attempting to use integrity bare metal stent on a peripheral case in the lower leg which was heavily calcified. The physician experienced resistance when trying to cross the lesion and significant resistance trying to remove it; this resulted in the catheter breaking. Nothing detached in the patient they were able to retrieve everything. Normal prep on the device and nothing noticed in or out of the hoop that was abnormal or any resistance there. It just appears where the physician attempted to use the device and the complexity of the lesion was the culprit here. No patient injury reported.

Manufacturer narrative:
Evaluation summary: there is a detachment on the catheter 128 cm proximal to the distal tip. The break site was oval and jagged. There were kinks visible on the hypotube distal and proximal to the detachment site. No other device damage was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.